Event description:
The user facility reported to terumo cardiovascular systems that they received an expired rocsafe flexible reservoir. There was no pt involvement as this occurred out of box. There was no delay in beginning of surgical procedure.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).